Manufacturer narrative:
The customer did not report in a timely manner so an investigation could not be performed. The customer did not want instrument service and did not report any other events with this instrument in the same time frame.